Manufacturer narrative:
Date of report: 09jul2019. Date received by manufacturer: 30may2019. The data acquisition (da) printed circuit board assembly (pcba) and oxygen solenoid valve was disassembled from the gas delivery system (gds) and not returned with the gds assembly. Visual inspection of the gas delivery system assembly revealed no evidence of damage or contamination. The failure investigation (fi) technician installed a fi data acquisition (da) printed circuit board assembly (pcba) and oxygen solenoid valve onto the gds assembly then installed the gds into an fi unit and was able to replicate the reported failure. During the troubleshooting of the gds the fi technician found a defective u1 on the air flow sensor. Root cause: the defective u1 on the air flow sensor pcba created the air and o2 flow accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18march2019. The customer replaced the defective flow sensor and it tested perfectly.

Event description:
The customer reported that the ventilator failed flow testing. There was no patient involvement. The event date was not specified; estimate used.